Event description:
The user received questionable free t3 results of >32.6 pg/ml for 20-25 patient samples and quality control material when the analyzer switched to a new pack of reagent during a testing run. The user performed calibration, quality control and repeated testing of the patient samples. The user provided results for five patient samples which were discrepant. Patient sample 1 repeat result was 2.56 pg/ml. Patient sample 2 from a (B)(6) female, repeat result was 2.54 pg/ml. Patient sample 3 from a (B)(6) female, repeat result was 3.32 pg/ml. Patient sample 4 from a (B)(6) female, repeat result was 2.70 pg/ml. Patient sample 5 from a (B)(6) female, repeat result was 2.82 pg/ml. The initial results were released for all of the patient samples. The user did not believe any patients were adversely affected as they were able to contact the hospital and provide corrected results in a timely manner. The free t3 reagent lot number was 15681104. The field service representative determined the free t3 reagent pack did not have a current calibration. The user calibrated the pack, performed quality control and ran patient samples with acceptable results.